Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient reporting unable to use due to needle sticks needle hard to remove event on (B)(6) 2025. No further information available.